Manufacturer narrative:
The device was returned to olympus for evaluation. The reported problem was confirmed. The device evaluation found e006 error occurred due to a faulty front panel. A review of manufacturing and quality control records did not identify any non conformance related issues. A device history record review was performed; it was verified the device was manufactured to valid instructions and met all specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that while using the high frequency unit "esg-400" generator, the device sometimes gives an alarm, e006" error indicating insufficient conductivity. The reported problem was found during inspection before use. The facility finished the procedure with another device. There were no reports of patient harm associated with the event.